Manufacturer narrative:
Due to missing data, an investigation was not possible and a root cause remains unclear. The erroneous sodium results may have led to further unnecessary monitoring of the patient's sodium levels. Since no patient data was available, it could not be concluded if the low sodium results led to treatment for hyponatremia. No adverse events were reported.

Event description:
The customer received questionable sodium results for 31 patient samples when tested on a modular analytics core analyzer, serial number (B)(4). The customer provided results for 31 patient samples, results for 24 of the patients were erroneous. The final repeat result for each sample was generated on (B)(6) 2011, using a cobas 6000 analyzer, serial number (B)(4). Patient 1, the initial result was 130 mmol/l. The first repeat result was 137 mmol/l. The second repeat result, tested (B)(6) 2011, was 137 mmol/l. The final repeat result was 137 mmol/l. Patient 2, the initial result was 133 mmol/l. The first repeat result, tested (B)(6) 2011, was 138 mmol/l. The final repeat result was 139 mmol/l. Patient 3, the initial result was 130 mmol/l. The first repeat result, tested (B)(6) 2011, was 136 mmol/l. The final repeat result was 136 mmol/l. Patient 4, the initial result was 129 mmol/l. The first repeat result, tested (B)(6) 2011, was 134 mmol/l. The final repeat result was 135 mmol/l. Patient 5, the initial result was 131 mmol/l. The first repeat result, tested (B)(6) 2011, was 137 mmol/l. The final repeat result was 137 mmol/l. Patient 6, the initial result was 131 mmol/l. The first repeat result, tested (B)(6) 2011, was 136 mmol/l. The final repeat result was 138 mmol/l. Patient 7, the initial result was 133 mmol/l. The first repeat result, tested (B)(6) 2011, was 139 mmol/l. The final repeat result was 139 mmol/l. Patient 8, the initial result was 131 mmol/l. The first repeat result, tested (B)(6) 2011, was 137 mmol/l. The final repeat result was 138 mmol/l. Patient 9, the initial result was 133 mmol/l. The first repeat result was 142 mmol/l. The second repeat result, tested (B)(6) 2011, was 142 mmol/l. The final repeat result was 142 mmol/l. Patient 10, the initial result was 129 mmol/l. The first repeat result was 135 mmol/l. The second repeat result, tested (B)(6) 2011, was 135 mmol/l. The final repeat result was 135 mmol/l. Patient 11, the initial result was 133 mmol/l. The first repeat result was 138 mmol/l. The second repeat result, tested (B)(6) 2011, was 139 mmol/l. The final repeat result was 138 mmol/l. Patient 12, the initial result was 132 mmol/l. The first repeat result was 138 mmol/l. The second repeat result, tested (B)(6) 2011, was 139 mmol/l. The final repeat result was 138 mmol/l. Patient 13, the initial result was 133 mmol/l. The first repeat result was 140 mmol/l. The second repeat result, tested (B)(6) 2011, was 140 mmol/l. The final repeat result was 140 mmol/l. Patient 14, the initial result was 138 mmol/l. The first repeat result was 146 mmol/l. The second repeat result, tested (B)(6) 2011, was 145 mmol/l. The final repeat result was 146 mmol/l. Patient 15, the initial result was 132 mmol/l. The first repeat result was 139 mmol/l. The second repeat result, tested (B)(6) 2011, was 138 mmol/l. The final repeat result was 139 mmol/l. Patient 16, the initial result was 132 mmol/l. The first repeat result was 140 mmol/l. The second repeat result, tested (B)(6) 2011, was 139 mmol/l. The final repeat result was 140 mmol/l. Patient 17, the initial result was 132 mmol/l. The first repeat result, tested (B)(6) 2011, was 137 mmol/l. The final repeat result was 138 mmol/l. Patient 18, the initial result was 131 mmol/l. The first repeat result, tested (B)(6) 2011, was 138 mmol/l. The final repeat result was 138 mmol/l. Patient 19, the initial result was 133 mmol/l. The first repeat result, tested (B)(6) 2011, was 139 mmol/l. The final repeat result was 139 mmol/l. Patient 20, the initial result was 134 mmol/l. The first repeat result, tested (B)(6) 2011, was 140 mmol/l. The final repeat result was 140 mmol/l. Patient 21, the initial result was 131 mmol/l. The first repeat result, tested (B)(6) 2011, was 137 mmol/l. The final repeat result was 137 mmol/l. Patient 22, the initial result was 132 mmol/l. The first repeat result, tested (B)(6) 2011, was 138 mmol/l. The final repeat result was 139 mmol/l. Patient 23, the initial result was 133 mmol/l. The first repeat result, tested (B)(6) 2011, was 141 mmol/l. The final repeat result was 140 mmol/l. Patient 24, the initial result was 131 mmol/l. The first repeat result, tested (B)(6) 2011, was 139 mmol/l. The final repeat result was 138 mmol/l. Erroneous sodium results were reported outside the laboratory for all the patients on (B)(6) 2011. (Which specific result was initially reported for each patient was not provided). Corrected reports containing the final repeat result, (generated on the cobas 6000 analyzer), were sent for each patient on (B)(6) 2011. No adverse events have been alleged regarding the discrepancies. The customer resolved the issue by performing normal daily start-up maintenance.